Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 implantable pacing lead: (B)(6) 2010; d224trk, bi-ventricular implantable cardioverter defibrillator: (B)(6) 20 10; a 419488, implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. The rv lead was explanted and replaced. During the procedure the physician noticed insulation abrasion on the right atrial (ra) lead. The physician explanted and replaced the ra lead. No patient complications have been reported as a result of this event.